Event description:
Complainant claims that the meniscal bearings broke.

Manufacturer narrative:
The product was returned to the manufacturer. Based on the information received and a review of the device history record , no problems were found. The investigation was unable to identify any design, material or manufacturing problems which would have contributed to the reported problem. If the product is returned in the future, an investigation will be completed and a follow-up report will be submitted.